Event description:
The customer reported small amount of fluid, consisted of blood, leaked inside near the reservoir rod involving lh slidemaker. Beckman coulter customer technical support (cts) recommended the use of personal protective equipment (ppe) prior to troubleshooting. The customer had on a laboratory coat and gloves prior to troubleshooting. The customer noted the fluid leaked at the pinch valve near the reservoir rod and onto the countertop. The customer followed the exposure control/risk management plan and cleaned up the spill. No patient results were impacted. The customer did not come into direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the red stripe pinch valve tubing on dispense probe was cut and blood was sprayed inside the slidemaker. The fse replaced the dispense probe pinch valve, pinch valve mount, actuator, and pinch valve tubing. The fse removed several sections/modules and cleaned the fluid leak. Household bleach was used to clean and disinfect surfaces. The unit conformed to the manufacturer's performance specifications. (B)(4).